Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl at unknown concentration and dosage via an implantable infusion pump for spinal pain indications. It was reported that the patient went in on (B)(6) 2025 for a refill and the low reservoir alarm was going off. The patient had the pump filled but was hearing the alarm after the fill. It was reviewed that the pump was likely alarming due to that alarm needing to be silenced from the home screen. It was also reviewed that the alarm needed to be silenced manually. It was unknown if there were any external contributing factors, or additional troubleshooting performed regarding this issue. It is unknown if the issue was resolved.